Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with a bent stylet inserted and lead bent at the connector pin, consistent with procedure damage. Visual examination found the helix extended and free of blood/tissue. After removing the bent stylet, the helix could be retracted and extended. The full helix extension length was measured within specifications. Visual and x-ray examinations did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that prior to implant, there were difficulties in extending the helix and took several amounts of torques. The right ventricular (rv) lead was replaced with no issues.